Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: extensive asymptomatic pulmonary air embolism during crt-implantation. Acta cardiologica. 2012;67(5):593-594. Concomitant products: product ID: ss-sa-09m introducer.

Event description:
A journal article was reviewed which contained information regarding the procedure to implant a cardiac resynchronization therapy (crt) system. The article reported that while tearing the introducer sheath, the patient ¿took a deep breath, and with a snoring noise, air was sucked into the venous system.¿ a fluoroscopy was immediately performed which showed a ¿large air bubble riding on the pulmonary valve.¿ this gradually disappeared during the next 15 minutes of the procedure. The patient was monitored for 24 hours after the procedure and was discharged two days later without any further complications. The author indicated that the use of a thin leadpassing through the larger sheath may have contributed to the embolism. Additional information was received through follow up with the author who provided the serial number of the left ventricular (lv) lead. The author also indicated that the patient was discharged "free of symptoms" and was last seen in (B)(6) 2015 for an implantable cardioverter defibrillator (ICD) exchange for battery depletion.the lead appears to be still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.